Event description:
(B)(4). Event occurred in the united states. The patient reported that while sleeping, the infusion set's tubing came off at the quick release. Reportedly, the patient was pregnant, and her blood glucose was 297 mg/dl. The site was right torso and the pump was on her right hip. The infusion was used for the first day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.